Event description:
It was reported that the patient presented in clinic for follow up. During firmware update attempt, the pacemaker reverted to backup vvi operation. The device was restored by a firmware download back to normal parameters. The patient was asymptomatic. Interrogation of the device confirmed that backup vvi patient notifier was turned on. The firmware upgrade was not attempted again.